Event description:
It was reported that the customer's insulin pump had a blank display. It was stated that the battery was changed and the insulin alarmed, but the blank screen continued. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display and constant tone. Problem isolated to the motherboard. Further testing could not be performed due to the frozen display.